Manufacturer narrative:
Device lot number unavailable. A manufacture representative went to the site to test the navigation system. The footswitch cable was replaced. A full system checkout was performed and all tests passed. The footswitch cable was returned to the manufacture for evaluation. Analysis found that the connector shell had been pulled off. In attempting to re-assemble the connector, the pin housing and sleeves had been misaligned and forced into the shell where it became stuck. The pin housing was able to be removed from the shell and re-assembled correctly. The cable itself was not damaged. The footswitch was then fully functional. Device manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the site damaged the footswitch. The sheathing was pulled back and wires were exposed. No patient was present.